Event description:
It was reported that a user experienced a dexcom g7 disconnection with the ilet, without sensor failure or alerts, and was instructed to toggle sensors and re-enter the pairing code, after which the ilet entered pairing mode. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or medical intervention. Investigation included customer troubleshooting and education for device pairing and connectivity. Investigation of this case revealed that the system resumed pairing steps after re-entry of the code and sensor toggle. It was concluded that the event involved signal loss with the responsible device not identified and that functionality was restored through guided troubleshooting.